Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an acdf using rhbmp-2/acs at unknown level(s). Several days post-op, the patient developed anterior cervical swelling of the soft tissues. A surgical exploration was reportedly performed at an unknown time post-implantation. No signs of infection, encapsulated fluid collection, hematoma, or seroma were noted. The swelling reportedly resolved at an unknown time post-op.